Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient's implantable cardioverter defibrillator was over-sensing noise and delivered inappropriate therapy. It was unknown if any programming changes or procedure were completed to address this issue. There were no patient consequences.